Manufacturer narrative:
(B)(4) ¿ additional information: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional/corrected information: the patient experienced pain related to the event. The pump was explanted and not replaced. The patient was being managed with oral medication.

Event description:
It was reported that the pump alarmed due to a motor stall and received an error message 8476 on the personal therapy manager. Reporter indicated ¿false motor stall/telemetry state and that the stall recovered more than 2 hours¿; however, no information was provided regarding if this was related to emi (electromagnetic interference) or patient having an MRI. Patient was hospitalized and a pump explant was scheduled on (B)(6) 2013. Patient was also given oral medication. Diagnostic testing was noted as not required. In regards to troubleshooting it was stated that ¿the pump was blocked, we try to stop it and we couldn't done it.¿ drug delivered via the device was morphine. Patient status at time of this report was indicated to be alive - no injury. Patient symptoms due to the event were stated as none. Additional information received later noted that the ¿pump was stalled, unable to recover¿; no prints were available. The pump was replaced. It was reported that the date of implant date of this pump was (B)(6) 2009 and that this was an approximate date. This indicated that the device was used after its used before date expired; physician didn¿t have the implant date, to confirm this.

Event description:
Additional information: it was confirmed that the device was released from manufacturer possession prior to it use before date on (B)(6) 2007.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed a motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. There was motor stall with no recovery seen in the logs. The pump was received with a hard motor stalled that never recovery. A motor stall recovery occurred hours after the pump was checked in for analysis. During analysis significant residue and shaft wear on the upper shaft of gear 2 was found. Some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly was also seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.